Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to wear and tear. The event can be prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus, and the reported issue was confirmed. The scope failed the leak test as the biopsy channel was leaking. The forceps passage was scraped due to repeated insertion and withdrawal of accessories. The bending section and body control unit had water invasion. The image guide had breakage on the edge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during reprocessing, the evis eus ultrasound bronchofibervideoscope had bubbles inside (leakage). No patient injury or procedure impact reported. During the evaluation of the device, it was noted there was an electrical continuity error (no image) due to water invasion of the connectors. This report is to capture the reportable malfunction of the electrical continuity error (no image) due to water invasion of the connectors noted at estimation.